Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer had received software error detected and the motor arm cannot communicate with the main arm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The self test was passed. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device will not be returned for analysis.